Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02856 and 2134265-2016-02855. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman flx left atrial closure device with delivery system was initially chosen and advanced through the watchman access system. The closure device was deployed; however, the position was not adequate after several attempts. It was fully recaptured and removed. A 33mm watchman laa closure device & delivery system was then used. It was also deployed, but the device was too distal and compressed. Another recapture was attempted, but they were unable to pull the closure device back into the access system as some of the feet on the closure device were bent. The access system also became kinked, so they placed a wire into the access system to stabilize the kink. They were able to fully contain the closure device in the access system and remove it. It was noticed that the core wire was bent inside the delivery system. After all of this, a small pericardial effusion was noticed, so the procedure was cancelled. The patient was stable.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the pericardial effusion was managed by a conservative approach meaning no intervention or medication was given. There was a small collection of fluid around the heart without a major clinical effect.